Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.